Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device evaluation: visual analysis of the returned device identified: weight to the specification, wear abrasion, deformation, device appearance (observed 40 mm dark patch edge material inside gel device) and crease fold. Cloudy appearance was observed after autoclave disinfection process. Based on the device analysis the final assessment is no issues found related with the manufacturing process. A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation is capsular contracture baker grade iii. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side "is encapsulated grade iii". Device was explanted.